Event description:
It was reported a 73 yo male patient, initial right knee implanted on (B)(6) 2017, underwent a revision procedure on (B)(6) 2023. The patient presented back to the office. The original poly implant was involved in the recall. A poly swap was performed due to poly recall/wear. There was a 30-45 mins surgical delay during the procedure as the surgeon had issues inserting the new poly. There were no adverse events as a result. The patient was last known to be in stable condition following the event. The product was discarded by the hospital. No further information.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products: serial #: (B)(4), category #: 200-02-32 - three peg patella 32mm, serial #: (B)(4), category #: 02-012-45-3040 - lgc tibial fit tray cem sz 3f / 4t, serial #: (B)(4), category #: 02-010-03-0330 - logic cr femoral cem, right, sz 3. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: the revision reported in the case was likely the result of prosthesis wear initiated by unintended contact between incongruent surfaces of the tibial insert and femoral component and the inclusion of the of the implanted polyethylene component in the packaging recall. However, this cannot be confirmed as the tibial insert was not returned for evaluation and pre-revision radiographs were unable to be obtained. Contributions from instability of the knee joint, component alignment, and/or patient-conditions to the sequence of events cannot be determined from the reported information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear initiated by unintended contact between incongruent surfaces of the tibial insert and femoral component and the inclusion of the of the implanted polyethylene component in the packaging recall. However, this cannot be confirmed as the tibial insert was not returned for evaluation and pre-revision radiographs were unable to be obtained. Contributions from instability of the knee joint, component alignment, and/or patient-conditions to the sequence of events cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.